Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgment, according to sales representative, this was confirmed via x-ray. The device remains in service. No additional adverse patient effects were reported.